Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the liberte/veriflex stent delivery system (sds) was received with no other devices. There was blood in the wire lumen. The balloon was tightly folded. The stent was secure on the balloon between the markerbands. There were multiple hypotube kinks. The hypotube was completely separated 62cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a "very" tortuous unspecified vessel. Following the advancement of an unspecified introducer sheath, guide wire and a non-bsc guide catheter, 3.00mm x 12mm liberté¿ bare metal stent was selected for use to treat the target lesion. However, upon introduction of the stent delivery system, the physician noticed resistance in advancing the device and the physician stated that the catheter felt ¿tighter.¿ subsequently, the liberte stent became stuck in the non-bsc guide catheter. The physician then pushed the device, but due to the force applied, the device folded and ¿broke.¿ the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in a "very" tortuous unspecified vessel. Following the advancement of an unspecified introducer sheath, guide wire and a non-bsc guide catheter, 3.00mm x 12mm liberté bare metal stent was selected for use to treat the target lesion. However, upon introduction of the stent delivery system, the physician noticed resistance in advancing the device and the physician stated that the catheter felt ¿tighter¿. Subsequently, the liberte stent became stuck in the non-bsc guide catheter. The physician then pushed the device, but due to the force applied, the device folded and ¿broke.¿ the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.